Event description:
The manufacturer received information alleging a ventilator fails pretests system setup at pilot reading test. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator fails pretests system setup at pilot reading test. There was no harm or injury reported. The three-way solenoid valve was replaced at the customer site to address the issue and the valve was sent to the product investigation lab (pil) for further investigation/evaluation. Pil visually inspected the trilogy evo solenoid valve for obvious defects and found none. Pil performed post-test on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.